Event description:
I had essure done (B)(6) 2013. I am unsure whether essure is the source of my issues, but I have been having odd medical and psychological issues beginning in (B)(6) 2014. Until I read an article on npr yesterday about an investigation into essure. I thought essure had caused me to enter perimenopause because I started getting migraine headaches and very intense pms - anxiety and depressive symptoms. I'm also having joint pain and weird weight fluctuations which until reading the article yesterday, would never have associated with essure.